Event description:
It was reported that a cgm error 42 occurred, disrupting the customer's sensor session. The customer reverted to normal operations after performing a pump reset, with no further errors appearing, and successfully started the sensor session. There was no adverse impact to the customer's blood glucose level. The customer replaced the site and cartridge to resume insulin delivery and requested replacements, which were sent by technical support, and the case was closed.